Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user experienced difficulty rotating the connector to the right to attach it to the ilet, after which a new connector was used and the connector was fully inserted and turned to the right with assistance, allowing the tubing to fill and visible drops to appear. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical intervention. Customer care provided support that included troubleshooting and user education on proper connector insertion and rotation. Investigation of this case revealed that the issue was consistent with a connection/attachment difficulty involving the infusion set connector, which resolved with replacement and correct technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to connector engagement.